Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that since implant they don't know if the device has helped their symptoms by 50 percent or not. The pt said they can't go anywhere because they have to go to the restroom. When they go to the restroom, as soon as they get back to the other room they have to go again, they were frustrated and couldn't get any sleep at night. They had tried 9 program settings and were always playing with it trying to get relief. They had been meeting with the medtronic rep who suggested they keep it on 4 but 4 wasn't doing any good. The pt said they use a very high settings and it will turn off if they do not recharge it (because the ins battery becomes depleted). The pt also said that due to the high settings, they need to recharge every 2 days so now, otherwise the handset and communicator can't find their implant (because the stimulator needs to be recharged). The pt said, that when they increase on some of the programs, the intensity hurts. Patient services reviewed general interstim therapy information. The patient was redirected to their healthcare provider to further address the issue and potentially meet with a rep again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. Patient stated that troubleshooting help them connect to the unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said received implant for bladder issues and so far, hasn't received any relief, especially at night. Patient said that his bladder symptoms were really bad last night. The patient said that the trial (two week one) worked however not since they received implant. The patient said that prior to trial they were taking prescribed medication for bladder control and said that he did take the medication during the trial however was instructed to discontinue once he received the implant. Patient services redirected the patient to discuss this further with managing hcp. When asked, patient said that they were currently at 4.9volts on program 4. When asked, patient said they increased to this level yesterday evening around 7:30 pm. Patient services advised the patient to make adjustments, consider switching to different program and tracking results. The patient was redirected to their healthcare provider to further address the issue. When asked, patient said that he hasn't had any post-op follow up appointment because they were told one isn't needed. On an additional call the patient said they still hadn¿t noticed any improvement on program 5 at 6.1 volts and wanted to make an adjustment but needed assistance as it always takes a long time to connect. The patient was able to connect and adjusted stimulation and could feel it slightly. They were going to monitor symptoms. Additional information was received from the patient. In response to an inquiry for clarification of the statement 'it always takes a long time to connect', the patient reported that it took multiple attempts to connect the 'communicator' to the battery. They have to move the battery to various positions in order to connect the battery to the external device for charging. Sometimes it could take up to 30 minutes. There were just too many devices involved in the recharging attempt(s). The remote control, the communicator, the battery and the implant. The patient wrote that they know this must be evolving technology, so they hesitate to call it a failure. They didn't know what takes so long to connect, but they had to retry multiple times for it to connect. They wrote that they had the battery flush with their skin at the implant site and the center of the communicator just inches from the communicator (unclear). With regard to the same clarification about connecting, they wrote that it was when attempting to charge the battery to the internal device in order to recharge. They wrote that they always sit still in a chair with the battery flush with their skin at the implant site and the communicator flush with the implant site when changing programs and adjusting the level of intensity. The patient charges their internal battery every tuesday and find the level of charge left is 20-30%. It takes approximately one hour to recharge the internal battery once connected. They recharge each device at the conclusion of adjusting various levels and find that the remote has approximately 70% charge after concluding any and all adjustments. The patient reiterated that the cause of it taking a long time to connect was not determined. They kept each device constantly charged to 100% so, charging was not the issue. Steps taken to resolve the issue were that anytime they move the battery to various locations, usually the implant and the communicator connect. It was unknown whether the issue had resolved. The patient wrote that as the technology improves, they guess it was resolved as much as possible. Additional information was received from the patient. They reported that they had ongoing concerns with lack of therapeutic effect and believe it has been getting worse. Their frequency was so bad they would not leave the house unless it was to go to a doctor's appointment. The patient had met with a technician at their doctor's office and they adjusted therapy settings and decreased amplitude to 4.0 but this did not resolve anything. The patient reported that therapy was turning off unexpectedly on multiple occasions. Patient services reviewed it was possible for the therapy to turn off if the ins battery was low or after changing programs. The patient did not think this was occurring, as they normally charge the ins weekly and when they start the ins charge session the battery is at about 30%. The patient also stated that they were aware therapy turns off when changing programs but they always turn it back on again. The patient reported they are also having difficulty communicating with the ins using the communicator and handset. Patient services determined the patient was selecting the wrong patient application. Patient services reviewed that the patient needed to use the micro myotherapy application and then the patient was able to communicate to the ins. Therapy was off. When the patient turned therapy back on they reported amplitude was only at 0.1 and they never keep amplitude that low. Patient services reviewed amplitude will start at 0.1 when turning therapy back on after changing programs. The patient decided to change to program 6 and were going to increase amplitude up to desired level. The patient was going to periodically check therapy status to make sure it remains on. The patient indicated they typically feel stimulation in the left side of their buttocks and top of their leg but it was not uncomfortable. Patient services recommended that the patient follow up with their managing physician in order to address therapy concerns. The patient's wife mentioned they were contacted by the doctor's office to set up an appointment already.